Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/19/2013 with the following findings: the pump powered on and the display was fully functional. There were no lines in the display. The pump was opened and the display was removed from pump. The display and the circuits were inspected with no defects found. Unrelated to the complaint, the bolus button was not functional. Removed bolus button cover to discover the center plunger slug was missing.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (line through display) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.